Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set and site and received another alarm. A system check was performed and the occlusion appeared to be within the infusion set tubing; however, during the system check the occlusion alarm had not sounded when not insulin was exiting from the tubing. The customer's blood glucose (bg) level was between 200-300 mg/dl. The customer changed the supplies on the pump and a bolus was delivered to address the bg level.